Manufacturer narrative:
There was no pt involvement. Device is an instrument and not implantable. Eval is pending upon completed investigation of the product and requests have been made for return of product. Device MFR date is unk.

Event description:
On (B)(6)2010, after cleaning, the sales rep noticed that the incompass t handle hex retaining driver was not functioning properly, in that it would not hold a set screw. There was no pt involvement. This malfunction has been associated with an adverse event in the past.